Event description:
On (B)(6) 2012, the customer reported fluid dripping from the modular chemistry probe, on the dxc 600i instrument, prior to routine twice weekly maintenance. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and determined that the tubing from the modular chemistry syringe t-valve and transducer was loose. Fse tightened the connections and realigned the modular chemistry probe. This resolved the issue and no further leaks were reported. The service activity performed was verified and met the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).